Event description:
A statstrip glucose hospital meter was knocked from nurse's hand by patient. The meter flew 3-4 feet then hit a linoleum floor. The battery door opened and the battery fell out. At this time the battery caught fire and filled the room with smoke. No adverse event occurred. The nurse and patient were not harmed.

Manufacturer narrative:
The device is being evaluated now and an evaluation summary report will be sent to the FDA, as additional information, after the evaluation is completed.